Event description:
It was reported that the rate setting of the epg (external pulse generator) is not accurate; it does not respond to the knob setting. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The device was found out of specification prior to opening the device. The problem could not be replicated during bench test. Cause could not be determined. Further analysis was later performed on the interconnect flex and main printed circuit board (pcb). Contact pad thickness was measured, resistance from flex tail to main pcb connector was measured, output was monitored while bending the flex assembly and applying localized heating and cooling, and the flex contact pads were inspected with an optical microscope. Conclusion: no anomalies noted, no defect found.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. The device was found out of specification prior to opening the device. The problem could not be replicated during bench test. Cause could not be determined.